Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while connected to a patient the external pulse generator was found at a check to not be pacing the patient. It was noted that the generator was on and was set up correctly however all the settings screens were blank. No rhythms were showing and it had stopped pacing but was still on. There was no alarm or indication that it had quit. A dark discoloration was noted at the top of the display screen. The generator has not been received into service. There was no patient harm as a rhythm had been established that was perfusing.